Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since brain tissue has been resected in another region of the brain than intended with the brainlab device involved, and therewith could have led to harm of critical structures within the brain, although: there is no indication of a systematic error or malfunction of the brainlab device; corresponding measures to reduce this anticipated risk as low as reasonably practicable are already in place; according to the hospital the surgery could be completed successfully and there are no negative clinical effects for this patient due to this issue. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the alleged 15 mm deviation can be attributed to a relative movement between the patient's head and the brainlab drapelink navigation reference array. Apparently the resulting deviation of the navigation display was not detected by the user with the necessary continued user verification of accuracy throughout the surgery. A shift of the patient's brain that cannot be compensated by the brainlab navigation system might also have occurred during the surgery, e.g. Due to the craniotomy and/or loss of cerebrospinal fluid. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for tumor resection in the right superior frontal gyrus was performed with the aid of the brainlab cranial navigation system version 3.1. According to the surgeon's planning the tumor volume was 0.98 cc, width was 9.5 mm and the trajectory was 35.5 mm in length. Pre-operative MRI scans were acquired on the day of surgery, for use with brainlab planning and navigation. During the procedure the surgeon: positioned the patient in a lateral orientation and pinned the patients head with a head holder, equipped with the brainlab drapelink navigation reference array that was used for navigation. Performed the initial patient registration (surface matching registration with brainlab softouch) to match the virtual display of preoperative MRI scan to the current patient anatomy and verified the accuracy of registration with a satisfying result. Draped the patient, including exchanging the drapelink navigation reference array from unsterile to sterile. Continued with the surgery including resecting brain tissue with the aid of brainlab navigation. Performed an intraoperative MRI scan to verify the resection of the tumor, however noticed that tumor tissue was still apparent in the scan and determined a deviation of the navigation information of about 15 mm. Continued the surgery without the aid of navigation. According to the hospital the surgery could be completed successfully and there are no negative clinical effects for this patient due to this issue, despite a 1.5cm x 1.5cm x 2cm piece of brain tissue was unnecessarily removed.